Manufacturer narrative:
Method: actual device not evaluated. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record (DHR), lot history and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. The lot history was reviewed from 9/24/2015 to 3/22/2016 and trending was not exceeded. The sra indicates the risk associated with a qualilty problem with no impact to safety is "low." The product was not returned; therefore, no visual analysis was performed. The assignable cause of the issue is most likely load related. The field service engineer went onsite and performed verification tests and was unable to determine an issue with the unit. The DHR did not reveal any manufacturing anomalies. The customer was advised to process lighter loads in the unit, and the customer stated since doing so, they have not experienced the issue again. The issue will continue to be tracked and trended.

Manufacturer narrative:
The correct brand name is sterrad® chemical indicator strip. The correct common device is indicator, chemical. The correct catalog number is 14100. Lot number - the correct lot number is 278511-02. Expiration date- the correct expiration date is 04/30/2017.

Event description:
A customer reported a sterrad chemical indicator strip did not change color correctly after a completed sterrad 100s cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicator strips not changing color correctly. Related complaints: (B)(4). This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00220 and 2084725-2016-00221.